Event description:
Per complaint (B)(4), an abutment would not separate from a patient's dental implant. The implant was removed. Infection, osseointegration failure, and osteopenia were also reported.